Manufacturer narrative:
H3: product analysis: evaluation determined that the reported malfunction of bearings were damaged was confirmed. The likely cause of failure was bearings were corroded. However it was also noted that front hole of tube found enlarged, difficult to insert tool in attachment and spring, burr guide found corroded, washer and pins were found corroded. Aware date used as date of analysis performed date as the event is reported based on evaluation findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use the bearings were damaged . At the time of report no patient was involved. Additional information received stating that the was tool can not be inserted in the attachment.